Manufacturer narrative:
The rear breakout panel for the imaging system was returned to the manufacturer for evaluation. Testing found that there was electrical overstress on the lemo connector of the panel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. There was an arc between the mobile view station (mvs) interface cable and the image acquisition system (ias) breakout box. The mvs interface cable and ias breakout box with receptacle was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect mvs interface cable was returned to the manufacturer for evaluation and the observation was confirmed. Visual inspection of the mvs interface cable confirms the arch and black surface due to electrical overstress. It was not possible to perform a bench test.

Event description:
A medtronic representative reported that outside of a procedure the umbilical cable arched and caused smoke to come from the imaging system. There was no patient present when this issue was observed.